Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter did not blink when connected to the sensor. It was also reported that when they took out the sensor from the body, they did not find the cannula inserted into the body nor stuck on the adhesive patch. It was advised that the it was more than likely that it stayed inside the needle hub. The customer¿s blood glucose during the incident was 135 mg/dl. The sensor will be returned for analysis.